Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, review of the performance of the likely cause lot, a review of sensitivity performance, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lot. The tracking and trending report review determined that there are no related adverse or non-statistical trends. Performance of the likely cause lot did not identify any non-conformances or deviations. Field data was reviewed for sensitivity performance and did not identify any issues related to sensitivity performance with the reagent lot. Data review revealed that the median of the complaint lot is within the historical range of the other on-market lots and within the established limits. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. Complete information for patient information: patient identifier = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported (B)(6) initial and repeat results for anti-hbc ii, when processing on the architect i2000sr. The initial and repeat results for sid (B)(6) were (B)(6) and (B)(6), respectively. Previous testing of the sample with elisa for hepatitis v nuclear antibodies was (B)(6). The following additional test results were provided from the hepatitis panel: (B)(6). No impact to patient management was reported.